Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead started to dislodge shortly after implant and continued to get worse. The lead was programmed off and later was removed and replaced. No patient complications have been reported as a result of this event.